Manufacturer narrative:
D9: 14-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the air in line sensor was damaged and the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The air in line sensor and dso seal were both replaced to resolve these issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got an air in line error when no air is present. There was unknown patient involvement. No patient harm/adverse event was reported.